Event description:
New information received notes correction to customer summary.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed the right ventricular (rv) lead exhibited noise with pacing inhibition. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.